Event description:
Ems personnel responded to a witnessed cardiac arrest. Pacing/defibrillation/ECG electrodes were attached for delivery of defibrillation therapy. It was reported that on the fifth or sixth delivery of a 360 joule shock, the operator observed arcing from under the apex electrode. The pt was then transferred to the hosp's emergency room for treatment. Pt outcome is unknown.

Manufacturer narrative:
Section d: d6 the electrodes were not returned in original packaging which includes the product lot number. Therefore the lot # of the returned electrodes is unk. Section h. The electrodes were evaluated by the MFR of the electrode for co. Visual and physical signs of arcing were observed on the apex electrode. The evaluation concluded the cause of the arcing was a mechanical failure of the tin, most likely a fatigue crack resulting from considerable flexing of the electrode during or prior to use.